Manufacturer narrative:
H3) the handswitch for the imaging system was returned to the manufacturer for evaluation. Analysis found, that the unit could not initiate 2d and 3d image acquisitions. The hardware investigation found, that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000194, serial/lot #: none, ubd: , UDI#:. The manufacturer representative went to the site to test the imaging system. The site stated that images could not be taken. A proper checkout could not be performed, since no room was available which would guarantee radiation safety. The hand switch needed to be replaced. 2d and 3d imaging could not be executed by pressing the corresponding buttons on the hand switch, using the footswitch instead solved the imaging issue. The handswitch was not working. The handswitch will be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cervical spine procedure. It was reported that pro-op that the 3d scan was not possible because of an error message "navigation system not ready". The message appeared on the mobile view station (mvs). Rebooting the navigation system and the imaging system mvs didn't solve the problem. Troubleshooting was performed and analyzing the logfiles showed, that the handswitch button 1 and 2 was only pressed for 0.7 seconds. When the manufacturer representative was at the site the handswitch button 1 and 2 were not working properly. However, the foot pedal was working. The probable cause of the reported issue was a defect handswitch. Both imaging and navigation were aborted causing less than an hour delay in the procedure. No reported impact on patient outcome.